Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR. Reports: 1627487-2016-00413 & 1627487-2016-00414. The patient has a thoracic and cervical system. This issue is related to the cervical system. Also, the patient had 2 cervical scs extensions from the same lot and 2 scs leads from the same lot. It was reported the patient is no longer receiving right arm stimulation from her cervical system (date of event is unknown). Diagnostics revealed low impedance values. X-rays revealed no anomalies. Subsequently, the cervical system was explanted and replaced. Stimulation was restored following the surgical intervention.